Event description:
It was reported that after insertion of the iab the balloon would not fully inflate and unwrap. The balloon could be manually inflated but would not inflate with the pump console. Therefore, the iab was removed and replaced without any complications.